Event description:
Spontaneous call from patient regarding pump. States sn (B)(4) is giving him error message service due 59. Advised pump will need to be brought in to be serviced. Confirmed sending replacement pump to home address and ok to leave without signature. Patient continued to use pump and had a functional backup pump. The reported product fault did not occurred while in use with a pt. The product issue did not contribute to pt or clinical injury. Is the actual device available to be returned for investigation? Yes; did we replace device. Yes; strength: 5mg/ml; dose or amount: 60ng/kg/min; frequency: continuous; route: IV; dates of use: from (B)(6) 2016 to ongoing; diagnosis or reason for use: pah.